Event description:
The device was used during a bowel resection procedure. Reportedly, the staples were missing. The surgeon performed a permanent colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.